Manufacturer narrative:
(B)(4).

Event description:
The customer is running quality controls (qc) every 6 hours to monitor ise performance due to ongoing issues on the cobas 6000 c (501) module. Service has previously been performed on the instrument and has been put back in use. The customer ran qc at 1:00 a.m. On (B)(6) 2017 and qc was out of range. The customer pulled 2 patient samples that were run and tested for ise indirect na for gen.2 (na) since the last time qc was run and acceptable. The 2 samples were repeated on another analyzer at the customer site. The na results for 1 patient sample were erroneous and had been reported outside of the laboratory. The initial na result was 146 mmol/l. This sample was drawn after the patient had been admitted to the emergency room. This result was reported outside of the laboratory and was not questioned. On (B)(6) 2017, the sample was repeated and the result was 153 mmol/l. A corrected result was reported outside of the laboratory after the patient had already been released. The medical history for the patient was an elevated sodium result; this new result still corresponded to the medical history for this patient. No further action was taken. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified an unstable reference electrode. The reference cartridge was replaced. The fse cleaned and decontaminated the entire ise system and replaced the ise sipper tubing. The rinse mechanism and ise sipper were both checked and adjusted. Mechanical and fluidic functions of the system were checked. The fse ran ise system checks and performed precision testing on the instrument. All results were with specification. The customer ran calibration and qc which were both acceptable. The customer stated that shortly after the service action was performed, the sample probe was replaced. The customer stated they are no longer having issues with the instrument. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. The investigation stated the service action performed by the fse is viewed as general preventive maintenance measures. Potential root causes for the event may be related to pre-analytic or calibration issues, contamination, operator errors or other unknown issues.